Event description:
On 09/17/08, the reporter/visiting-nurse contacted lifescan (lfs) alleging that a one touch basic meter was reading inaccurately. The pt tests her blood glucose twice a day. She takes 70/30 insulin twice a day regardless of her meter readings. The pt claimed that for about 1 week, the meter kept giving her a meter reading of just "80 mg/dl." Since the pt felt as though the meter was not reading correctly, the pt stopped taking her 70/30 insulin. On an unspecified date/time after the alleged meter issue began, the pt visited a hospital and had her blood glucose checked. According to the reporter, the pt's blood glucose was tested on a doctor's/clinic's meter and results of "over 500 and 600 mg/dl" were obtained. The pt remembered getting a reading of close of "400 mg/dl." The pt was treated with IV fluids. During the time of concern, the pt stated that she "felt fine." She denied having any diabetic symptoms. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. However, the one touch customer advocate (otca) noted that the pt was using non-lfs test strips with her one touch basic meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she rec'd treatment in a hosp for hyperglycemia after the alleged meter issue began. According to the reporter, the pt's blood glucose was also "over 500 and 600 mg/dl" while she was in the hosp. The pt had reportedly stopped taking her insulin because she felt as though the meter was not reading correctly.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.